Event description:
Customer reported having high blood glucose levels of 318mg/dl, 396mg/dl, 432mg/dl, and 530mg/dl. It was also reported that the customer gave themself a manual injection. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.